Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, short circuit was identified in the cable when checked through cable test box. The cable was replaced to resolve the issue. After repair, the device was found to be working according to the specifications. The defective cable would have caused the device not to function as intended by the customer. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service, it was observed that the device did not work. During in-house engineering evaluation, it was determined that there was short circuit in the cable when checked through cable test box. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. Service. No potential harm was reported. The equipment doesn't work. When was issue detected? Not stated. Was there patient/user impact? No. Was surgical intervention required? No. Was there a delay? No. If so, how long? Not stated. Were there any resultant surgical complications? No. Was procedure completed as intended? Yes. How? Not stated. Were spares readily available? Not stated. Short circuit was identified in the cable when checked through cable test box.